Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 798 mg/dl. The customer fell dislocating a shoulder and scraping a knee. The bg was not able to be lowered with a correction bolus and insulin injections. The customer was taken to the emergency room (ER) and was treated with intravenous fluids and a prescription for novolog. The customer thought the high bg was due to switching the type of insulin used from novolog to humalog. The customer left the ER after a few hours with the bg level stable.